Event description:
It was reported that there was a concern of a dislodgement for this right ventricular (rv) lead. The physician decided to revise this lead. The lead remains in service. No additional adverse patient effects were reported.